Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.0/1.5/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault.

Manufacturer narrative:
Date of birth: (B)(6). Weight, ethnicity, race:unk. Event date: unk. This product is not marketed in the us. No similar complaints reported for units within the same lot. Claim# (B)(4).